Event description:
It was reported that the trial patient had a loss or change of therapy and had leaking. This was considered a sudden change in therapy. The trial began on (B)(6) 2015 and the patient was doing well particularly at night after changing to a plus sign on 0. When the patient stood, it felt like they were urinating, and the patient felt like it may be an infection. The patient adjusted the level and could feel stimulation. The green light on the screener box was on. The patient was planning to have the implant done in 5 days. It was further reported that there were no issues with the patient and the patient was well.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).